Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the intestinal tract during an endoscopic polypectomy procedure performed on april 22, 2026. During the procedure, the applied support force was insufficient; during attempts to capture the target polyp, it repeatedly slipped, and the target polyp could not be captured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.